Event description:
The patient was feeling too much stimulation in her left leg and not enough in her back. She also experienced a burning sensation and a stabbing pain that radiated around her ins site in the left buttock, down both legs, and up into the shoulder. There was no redness, swelling, or warmth. The device was turned off for one week which did help the pain and burning sensation. Follow-up with the physician revealed that the patient had a post-op epidural hematoma. She underwent a laminectomy and removal of the hematoma. The outcome was reported as satisfactory.